Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt fell and loosened the stem. The stem was in retroversion, therefore, a revision surgery was needed. Replacement piece was restoration modular cone conical. Once stem was removed, surgeon noticed a thin coating of the plasma spray was separated from the proximal body. Piece will be returned with product.